Event description:
Reporter alleged the lancet needle that is a part of the softclix device system used in finger-stick blood glucose testing protrudes through the end of the cap and will not retract. The location of the testing was not provided. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.